Event description:
Per dealer, the unit will not start.

Event description:
Per dealer, the unit will not start.

Manufacturer narrative:
(B)(4) - this report is follow up 001 to complete the information.